Manufacturer narrative:
An event regarding size/fit issue involving a centrax bipolar head was reported. The event was not confirmed. Method & results: device evaluation and results: a visual inspection indicated the centrax head was received along with the corresponding metal head and locking ring. Some scratches were observed on the surface of insert. A functional inspection was performed and concluded the head rotated within the centrax head. Clinician review: not performed as medical records were not received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the event could not be confirmed as it was determined that the device was fully functional as per the functional test performed. No further investigation for this event is possible at this time. If additional information is received, this investigation will be reopened and re-evaluated.

Event description:
Bipolar and head did not move smoothly. The physician changed the bipolar and head and completed the surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Bipolar and head did not move smoothly. The physician changed the bipolar and head and completed the surgery.